Event description:
Customer states the use by date on the active test strip vial label is 2008; manufacturer's batch record confirmed the actual use by date to be 11/2005. No adverse event reported. Requested return of product, replacement sent.